Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported right side "when the implant was removed, grade 4 double capsular contracture was found on the right. Double implant capsule." "Pain, swelling, redness, fever, breast deformity", "capsular contracture grade IV" device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ pain: unable to observe. ¿ inflammation/irritation: unable to observe. ¿ fever: unable to observe. ¿ edema: unable to observe. ¿ double capsule: unable to observe. ¿ capsular contracture: unable to observe. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "when the implant was removed, grade 4 double capsular contracture was found on the right. Double implant capsule." "Pain, swelling, redness, fever, breast deformity", "capsular contracture grade IV" device has been explanted.